Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/18/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer attempted to extend the lifeband and rotate the driveshaft back to the "home" position, however the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the front enclosure was found to be damaged. From the condition of the platform, the damages appear to have been due to wear and tear. Functional testing was performed and the platform ran for 15 minutes with a test mannequin and an additional 10 minutes with a large resuscitation test fixture and no problems were encountered. The reported user advisory 45 could not be duplicated during functional testing. There were no mechanical issues identified with the platform that could have caused or contributed to the reported ua 45. Based on archive data, the reported ua 45 was confirmed to have occurred on (B)(6) 2014. Based on review of the archive as well inspection of the platform, the ua 45 appears to have been caused by the lifeband straps not being pulled completely out prior to turning the device on. The archive indicates that the ua 45 was cleared in the field. Unrelated to the reported complaint, additional user advisories (uas) such as 7 (discrepancy between load 1 and load 2 too large), 2 (compression tracking error), 29 (loss of brake connectivity), and 8 (motor controller fault detected) were observed on the reported event date. These faults were not reproduced during testing of the platform and based on the evaluation of the device, there were no mechanical issues that may have led to them occurring. Therefore, root causes could not be determined. Based on the investigation, the part identified for replacement is the front enclosure. In summary, the reported complaint of the platform displaying a ua 45 was confirmed through archive review and was attributed to the lifeband straps not being pulled completely out prior to turning the device on. The archive indicates that the ua 45 was cleared in the field. Following service, the device passed all testing criteria.